Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio2: 3.9, lab: 3.06. Date:(B)(6) 2010, inratio2: 2.7, lab: 2.06. Date: (B)(6) 2010, inratio2: 3.8, lab: 2.92.